Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unable to perform the basic occlusion and occlusion test due to alarms. Unit received with missing end cap sticker.